Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 441 mg/dl. Customer had symptoms as thirsty. The customer alleged that insulin pump was under delivering insulin. Customer declined to troubleshoot for high blood glucose. The insulin pump will be and reservoir will not be returned for analysis.